Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a reservoir device. It was reported that on an unspecified date, the subject underwent implantation of an intracerebroventricular device (icv). On (B)(6) 2018, the subject initiated treatment with brineura (300 milligram, qow, lntracerebroventricular). The most recent dose was administered on (B)(6) 2022 from 08:26 to 14:50. On (B)(6) 2022 at 17:54, the subject experienced grade 3 device related infection (device related infection) and was hospitalized that day due to the event. On that same day, per ID recommendations, the subject was started on a 14 day course of ceftriaxone sodium as treatment for the event for gram positive rods, presumed c. Acnes. On (B)(6) 2022, the subject underwent removal of the ommaya reservoir and had a PICC placement in the operating room. The subject was discharged on unspecified antibiotics as treatment for the event with a plan for 14 day course of treatment. Treatment additionally included leaving the ommaya reservoir out for 4 weeks with replacement prior to the patient's next scheduled brineura infusion. There was consideration of continued suppressive treatment with doxycycline following completion of ceftriaxone, however, at the time of this report, it was not confirmed if the subject received treatment with doxycycline. Treatment with brineura was withheld on an unspecified date due to the event. The outcome of the event was reported as recovering/resolving. The investigator assessed the event as medically significant. The I investigator assessed the event of device related infection as not related to treatment with brineura. The investigator assessed the event of device related infection as related to the icv device. No other etiological factors were reported. Case comment: the patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura.